Manufacturer narrative:
Failure analysis for fiber (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, at 25,000 joules and 4:45 minutes of use, the surgical fiber side firing change to direct fire. It was also noted that the laser beam was not parallel to the aiming beam the procedure was completed utilizing a second fiber. There was no injury to patient reported.